Event description:
It was reported that a novum iq large volume pump over infused propofol during patient therapy in the emergency department. The expected therapy time was 24 hours; however, the patient received approximately 940mg of propofol over approximately 10 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b6, d4, h6, h11 . H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.